Manufacturer narrative:
Device identifier was not provided. Based on the information provided, it cannot be determined when the foreign material alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification, therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible use error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings.

Event description:
On (B)(6) 2019, the following information was reported to kci by the physician: the patient underwent surgery to her sacral wound, and the physician reportedly observed five pieces of a foreign material alleged to be v.a.c. Whitefoam¿ dressing in the patient's wound. On 23-aug-2019, the following information was provided to kci: the patient was referred to the physician for surgical debridement of four pressure ulcers. The patient's sacral wound presented as an "almost closed wound'' with continuous drainage. The physician allegedly observed five pieces of a foreign material alleged to be v.a.c. Whitefoam¿ dressing in the base of the wound and subsequently removed the foreign material. On 16-sep-2019, the following information was reported to kci: the patient had a long standing very small open wound that continued to drain allegedly due to the retained foreign material. A scan showed a fluid collection, and the physician performed surgery on (B)(6) 2019 when the foreign material was discovered. No additional information was provided. The device identifier was not provided and the product was not returned, therefore a device history review could not be completed.